Event description:
It was reported the patient experienced respiratory distress after a pump revision for an end of service pump replacement on (B)(6) 2013. Device interrogation showed elective replacement indicator (eri) of six months. Signs and symptoms of the event included muscle spasms in the orofacial/neck area and airway obstruction occurred. It was reported the symptoms were managed with extubation, nasal trumpet, and bi-pap. The patient was discharged from the hospital to home on room air, but the event resulted in in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2013. It was noted the event was related to the device or therapy, but unrelated to the implant procedure. The pump was being used to deliver baclofen.

Event description:
Additional information received reported that pump was replaced due to end of service. The pump was refilled on (B)(6) 2013 with gablofen. The patient reportedly experienced respiratory distress after the pump revision that required oral intubation on (B)(6) 2014. The event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event resolved with sequelae on 2013-(B)(6). The sequela was respiratory distress after pump revision.

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to the event.

Event description:
Additional information reported it was battery depletion. Lab work was done and results were high levels of c02 in the blood resulting in re-intubation on (B)(6) 2013. The event was not related to device or therapy and was related to implant procedure. The patient has a history of respiratory distress and need for prolonged intubation after anesthesia. The severity was severe. The pump was delivering gablofen.